Manufacturer narrative:
(B)(6). This report is for two (2) unknown 4.0 cannulated screws. UDI#: part and lot number unknown, UDI is unavailable. This report is for two (2) unknown 4.0 cannulated screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient originally had an open pilon surgery on (B)(6) 2015 and was implanted with a plate and screws. Subsequently, the patient had a nonunion and the fracture did not heal. The patient developed an infection on an unknown date which resulted in a hardware removal on (B)(6) 2016. The patient was treated with antibiotic beads, cement and an external fixation. It was reported that there was no surgical delay and the patient's outcome is okay. This report is for two (2) unknown 4.0 cannulated screws. This report is 6 of 7 for (B)(4).